Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow due to alleged occlusion at bifurcation. Urine flow was confirmed just after placement; however, flow stopped later the same day.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage in the drainage lumen of the returned catheter. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The device was administered flow rate testing. While inflated, the flow rate was 150ml/min, 153ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "-since the movement of the body etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely.-when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow due to alleged occlusion at bifurcation. Urine flow was confirmed just after placement; however, flow stopped later the same day.

Event description:
It was reported that there was no urine flow due to alleged occlusion at bifurcation. Urine flow was confirmed just after placement; however, flow stopped later the same day.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage in the drainage lumen of the returned catheter. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The device was administered flow rate testing. While inflated, the flow rate was 150ml/min, 153ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "-since the movement of the body etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. -when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." Correction: additional information.